Event description:
On (B)(6) 2018, a reporter for the patient (the patient¿s husband) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultramini meter displayed inaccurate high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2018 at 07:00pm. The patient obtained alleged high blood glucose reading of ¿90 mg/dl¿ on the subject meter, and ¿38 mg/dl¿ on an unspecified meter used by the ems (emergency medical services). The two tests were performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with a combination of oral and insulin medications (type and dose unspecified). The reporter confirmed that the patient developed symptoms of feeling ¿confused and tired ¿at approximately 7:00 pm, before the alleged meter issue. The reporter contacted the ems and at 7:30 pm, the patient¿s blood glucose level was checked with the ems¿s meter, obtaining a reading of ¿38 mg/dl¿. The reporter could not specify the treatment the patient received by the ems. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and an approved sample site had been used to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The patient did not have control solution to test the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior them obtaining the alleged inaccurately high results, the alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.